Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "pace defib device failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device logs. However, the device was put through full functional testing, defib cycle, environmental chamber and bench hanlding without duplicating the report. The pd engine was replaced as a precaution. The device was recertified and returned to the customer with no fault found. Analysis of reports of this type has not identified an increase in trend.